Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and nausea. The customer¿s blood glucose level was 550 mg/dl at the time of incident and current blood glucose level was 373 mg/dl. Customer stated that the insulin pump was power off. Customer declined troubleshooting and just want the blood glucose meter and transmitter link to the insulin pump. The customer was not using auto mode feature. The devices will not be returned for analysis.